Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had no button response due to flattened dome switches on esc and act buttons creased. Unable to test for motor error alarm, excessive no delivery alarm and the operating currents or perform the displacement test due to no button response. Motor passed motor test. Device had scratched display window, scratched case and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.